Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with sensor and blood glucose readings. The customer states their sensor reading was 234mg/dl and their blood glucose reading was 271mg/dl. The customer was advised of factors leading to differences and being within the acceptable range difference. The customer state they received calibration error. The customer's blood glucose level at the time of incident was 206mg/dl. Troubleshoot was conducted and determined that the customer may have had issue with their blood glucose entries. The customer is being sent out replacement sensors, and will be returning original sensor for analysis.